Event description:
It was reported that when drilling using these burs, the tips got broken and protruded resulting from just a little bit of scraping. There was no impact on patient or operation delay.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The devices have been returned, evaluation is pending.